Event description:
It was reported that the blade was broken within 15 minutes during a gastrectomy procedure. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.